Event description:
A surgeon reports a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation; the device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional information was requested on 08/20/2008, 08/25/2008, and 09/04/2008 by phone, fax, and mail. A completed questionnaire has not been received.